Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Adult accidentally swallowed rotating head - oral-b precision clean refill [accidental device ingestion], swallowed rotating head/ swallowed part of brush head - oral-b precision clean refill [exposure via ingestion], the rotating heads have all come away - oral-b precision clean refill [device breakage] no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A (B)(6) male consumer reported via e-mail on (B)(6) 2017 that the rotating heads had all come away from the oral-b power oral care refills precision clean in his current pack, and he had swallowed one/ swallowed part of brush head. He reported he still had 2 broken bases and 1 rotating head. The consumer did not seek medical attention, and discontinued use of the product. No symptoms developed. The consumer reported he had previously used precision clean brush heads. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.